Event description:
It was reported that a patient presented remotely. Upon examination, the patient's implantable cardioverter defibrillator was found to have exhibited inadequate anti-tachycardia pacing (atp) and sensing issues on the discrimination channel. The patient's right ventricular (rv) lead was found to have exhibited under-sensing. Malfunctions on both the lead and device contributed to sustained ventricular fibrillation in the patient. Corrective programming changes were recommended. No additional patient consequences were reported.